Event description:
Hcp reported that pt experienced a return of pain. Physician determined that rotor had stalled by rotor studies. Pt received oral medications for pain control and had no serious symptoms related to the event. The pump was replaced and surgical recovery uneventful. Pt doing well now.